Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual inspections was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 2.5x20mm nc trek balloon dilatation catheter (bdc) (lot 80108g1) was advanced through the copilot and partially through the guiding catheter when the hypotube separated. The separated portion was outside of the patient anatomy; therefore the distal end of the separation was simply pulled out of the copilot. Another 2.50x20mm nc trek (lot 71026g1) was advanced through the copilot and the hypotube kinked. There was no resistance reported during advancement through the copilot or the guiding catheter for either device and no force was applied. The procedure was completed at this time. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.